Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2004: patient underwent repair of an abdominal wall hernia on the left side with a bard mesh. On (B)(6) 2005: patient developed intractable pain and tenderness and underwent explant of the bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the (B)(4) in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicate the patient experienced pain and discomfort after implant. Approximately one year later, a CT scan showed a foreign body within the external oblique muscle and the mesh was explanted. A review of the manufacturing records was performed, and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.